Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had power supply failure. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer requested that the device be returned to bench for evaluation. As of 27 april 2018, the device has not been returned. .